Event description:
Emergency department doctor placed a 7.5 ett [endotracheal tube] cuffed, which the cuff was primed prior to intubation, but once placed it would not hold air in the pilot balloon as well as creating a large leak.